Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose was 180 mg/dl. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.